Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 189005: 125 items manufactured and released on 01-feb-2019. Expiration date: 20-jan-2024. No anomalies found related to the problem. To date, 109 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection, 1 month after the primary surgery, the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successful.